Event description:
It was reported that during the farawave procedure, for atrial fibrillation, upon opening the package, the catheter and sheath looked fine. However, when trying to advance the sheath up from the groin there was a lot of resistance and the dilator appeared damaged. The dilator looked a little jagged. The back of the sheath (the plastic part) also popped off. When inspecting the sheath outside of the body it was noted to look fine with no damage. The physician asked for a non-boston scientific sheath, and it went up very smoothly. No patient complications occurred. The device was received for analysis and investigation is still in progress.

Event description:
It was reported that during the farawave procedure, for atrial fibrillation, upon opening the package, the catheter and sheath looked fine. However, when trying to advance the sheath up from the groin there was a lot of resistance and the dilator appeared damaged. The dilator looked a little jagged. The back of the sheath (the plastic part) also popped off. When inspecting the sheath outside of the body it was noted to look fine with no damage. The physician asked for a non-boston scientific sheath, and it went up very smoothly. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Correction to section h6 device codes, a040102 was replaced with a0501. Investigation summary: the faradrive was returned without its associated dilator, therefore, the reported damage to the dilator could not be confirmed. Product analysis confirmed that the distal tip of the sheath exhibited a slightly bulbous (wider) shape, but the sheath met all dimensional specifications. It is possible that the bulbous shape of the distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure, contributing to sheath insertion difficulties. Additionally, the shaft was observed to be kinked at the midpoint of the active length and near the distal tip. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of difficult to advance, detachment of device or device component and dilator damage are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific determined that the wider distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure. A nonconforming events and prevention (ncep) investigation was opened to investigate reports of difficulty advancing, crossing the septum, and inserting the faradrive steerable sheath where laboratory analysis confirmed that the geometry of the distal tip exhibited a slightly bulbous shape.